Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A surgeon reported to rxsight that a patient was implanted with a light adjustable lens (lal) in the left eye. At 1 day postop, the patient's bcva was 20/20. At day 8 postop, the patient's visual acuity was light perception accompanied by "a very large amount of corneal edema" and a "shot" endothelium. The patient was treated for suspected toxic anterior segment syndrome (tass) and referred to a cornea specialist for further evaluation and treatment. Evaluation by the specialist was inconclusive and a slow taper of steroid was advised as the eye did not appear inflamed. Additionally, the specialist did not rule out the possibility of the lal as a potential cause. 12 days later, the patient's visual acuity had improved to 20/400, however diffuse corneal edema was still present.